Event description:
It was further reported that the lesion being treated was a 90% stenotic lesion in the moderately tortuous rca. The physician used a 7f introducer sheath to access the lesion. The dissection was diagnosed by angiogram and was described as a severe, long, spiral dissection. The patient exhibited symptoms of bradycardia and hypotension during this event which resolved with stenting of the dissected segment. Three stents were used to cover the dissection. The procedure was considered successful. Current patient status is reported as "asymptomatic / good."

Event description:
It was reported that during a ptca / stenting treatment procedure, the pt's right coronary artery (rca) was dissected. Mild plaque was noted in the proximal rca and a tight lesion at the crux. While tyring to perform direct-stenting of the distal lesion, the physician was obliged to deep-seat the 6f mach1 vl3.5 guide catheter, which caused an extensive dissection of the proximal and mid rca. The physician stated that he thought the event was due to excessive stiffness at the tip of the mach 1, however the device was discarded and is therefore unavailable for analysis.